Manufacturer narrative:
Additional information was received on (B)(6) 2016 indicating that while hospitalized, the customer was diagnosed with diabetic ketoacidosis and was treated with intravenous fluids and insulin injections. The customer was hospitalized for 6 days. The customer had resumed use of the pump approximately a week ago and has had no further issues. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been experiencing a blood glucose (bg) level of 600 mg/dl. The infusion set site had been changed twice. A series of correction boluses and an insulin injection were used to address the bg level. The bg had lowered to 585 mg/dl. The customer's healthcare provider instructed the contact to increase the basal rate. Tandem technical support had the contact perform a system check using the current supplies on the pump. The pump was found to be operating as expected and a possible cause of the high bg may be related to the infusion set site. The customer disagreed as the site had been changed and the bg had not improved with the basal rate increase. The contact had the customer revert to using daily insulin injections to manage diabetes. .